Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that, at the last interrogation, the implantable pulse generator (ipg) device triggered false elective replacement indicator (eri) and pacing mode changed to single chamber fixed rate (vvi65). Now, the device stated a battery voltage and reprogrammed to dual chamber fixed rate (ddd). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, at the last interrogation, the implantable pulse generator (ipg) device triggered false elective replacement indicator (eri) and pacing mode changed to single chamber fixed rate (vvi65). Now, the device stated a battery voltage and reprogrammed to dual chamber fixed rate (ddd). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.